Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly tortuous and moderately calcified mid posterior descending artery that was 90% stenosed. Pre-dilatation was performed with an unspecified 1.5 x 12 mm nc balloon dilatation catheter (bdc) at 12 and 14 atmospheres (atms). A 2.25 x 18 mm xience xpedition stent was then implanted followed by post-dilatation with an unspecified 2.5 x 12 mm nc bdc at 12 and 14 atmospheres. A proximal edge dissection was noted; therefore, an unspecified xience xpedition stent was implanted to treat the dissection. There was no adverse patient sequela reported. No additional information was provided.